Manufacturer narrative:
There is no indication of a malfunction of the system or coil used that could have contributed to the incident. The cause of the burns is related to the positioning of the cable of the knee coil. The cable was placed on top op the thighs without the use of padding to keep the cable separated. This is considered a use error.

Event description:
Philips received a report that a patient suffered blisters on the thighs after an examination of the knee using the knee coil.